Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a portion of the touchscreen became unresponsive. Reportedly, the "yes" button was not responding to presses. Customer's blood glucose level was 215 mg/dl. Customer indicated they have back up syringes for continued insulin therapy.